Event description:
During a surgical coupling procedure, the two rings of the gem microvascular anastomotic coupler did not join together completely due to misalignment of the coupler pins. The surgeon observed the misalignment and elected to remove the coupler device and complete the anastomosis by hand suture. The surgery was completed without incident. No patient injury was reported.

Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The two coupler rings involved in the event were returned for evaluation. The coupler rings were visually inspected. The two rings are properly connected together and are not misaligned. All of the coupler pins are seated correctly into the opposing mating holes. No defects were observed. No functional testing was performed with the returned rings due to the rings being joined together.